Manufacturer narrative:
The benchmark 6f 071 delivery catheter (benchmark) was fractured and necked approximately 105.0 cm from the proximal hub. The benchmark was kinked approximately 35.0 cm from the proximal hub. The packaging mandrel was returned inside the distal tip of the benchmark. The marker band was present on the distal end of the fractured piece of catheter. Evaluation of the returned device revealed that the distal tip of the benchmark was fractured and present on the packaging mandrel. If the tape securing the packaging mandrel is removed and the catheter is retracted, the catheter can subsequently become pinned between the mandrel and the packaging tubing. If the catheter is continually retracted against this resistance, this fracture damage is likely to occur. The marker band was not separately fractured as described in the complaint, but remained on the fractured piece of catheter. Further evaluation revealed that the catheter was kinked. This type of damage likely occurred during return packaging to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the marker band on the distal tip of a benchmark 6f 071 delivery catheter (benchmark) broke off as the nurse was removing the benchmark from the packaging. The damage to the benchmark occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using a new benchmark.